Manufacturer narrative:
Additional, changed, and/or corrected data: d4; g1. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported via nbir left side "capsular contracture baker grade iii". Patient undergone capsulectomy. Device has been explanted and replaced.